Event description:
The manufacturer received information alleging a ventilator failed testing. The device was not in patient use. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
In the initial report the wrong date was given in section g3. The correct date is 05/17/2022.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator failed testing. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's display was replaced to address the issue.